Manufacturer narrative:
Patient ID, age, gender, weight and ethnicity: patient information was not provided. The device has been received at livanova (B)(4). If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Livanova USA received a report that, at the unpacking of the vascular dilator, the tip of the dilator was too sharp. The surgeon elected to not use the dilator. There was no patient involvement.

Event description:
See intial report.

Manufacturer narrative:
Livanova received a report stating that the tip of the 20fr dilator was too sharp. The issue was detected prior to patient use; no patient/user affected. The dilator was received at livanova USA. Visual inspection of the returned product found that the tip of the dilator had been slightly bent outwards perpendicular to the rest of the dilator. Dimensional analysis found the dimensions were within specification thus excluding an excessive sharpness and confirming no manufacturing deviation. The DHR review confirmed the device was released conforming to product specifications. No similar event was recorded on the same lot involved by reviewing the livanova complaints database thus confirming this is an isolated event. Based on the above, livanova believes the bent tip was the ¿sharpness¿ described by the user and was probably due to an improper or misaligned use of the guide wire with the dilator. No device issue could be confirmed. The risk is in the acceptable region. Livanova will keep monitoring the market.